Event description:
It was reported that during the procedure, when advancing a 3.5x12 xience v rx stent delivery system (sds) via radial access into an unspecified 6fr guiding catheter and into the mildly tortuous proximal right coronary artery to treat a mildly calcified, de novo lesion, resistance was felt, the guiding catheter became unstable (was floating) and the sds was, thus, unable to cross the lesion due to the unstable (unseated) guiding catheter; no force was applied. As the guiding catheter and stent felt as if they were 'floating' together (unseated guiding catheter), both devices were withdrawn from the anatomy without resistance. The sds was withdrawn from the anatomy and the tip was noted to be kinked. A 3.5x16 non-abbott sds successfully crossed the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the 3.5x12 xience v rx stent delivery system with its distal tip separated at the distal end of the distal seal and the separated portion was not returned. Additional information received indicated that the correct complaint device was returned. The site reported that they are aware of tip damage (damage type was unable to be specified) and the location of the missing tip is not known, but it is known that the tip is not located in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: unspecified 6 fr; other: vascular solutions guideliner. Evaluation summary: the device was returned for evaluation. The kinked tip could not be confirmed as the tip was separated and not returned. The difficult to position/guiding catheter resistance was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.